Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath, low blood pressure, and cardiac arrest caused by pericardial effusion, tamponade, and two micro-perforations from the right ventricular (rv) lead. Pacing was inhibited by tachycardia rates in the 130s. Fluid was removed from the pericardial sac and a drain was placed. Thoracotomy was performed to repair the damage to the heart the lead was explanted and replaced. No further patient complications have been reported as a result of this event.